Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after insertion, the console generated an autofill failure alarm and the intra-aortic balloon (iab) was not able to inflate. The customer found a kink in middle of the iab. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. The video from the facility shows the iab difficult/unable to inflate. Blood is observed on the balloon membrane exterior. A kink was observed in the middle of the balloon. The provided pictures and video confirm the reported problems. We are unable to determine when they may have occurred. Reference complaint #(B)(4).

Manufacturer narrative:
A video and photograph were provided by the facility. Blood is visible on the iab catheter. The iab is observed to be partially folded. No kinks are visible in the material provided. The product was returned with the membrane partially unfolded and blood on the exterior of the catheter. A kink was found on the catheter near the y-fitting approximately 75.9cm from the iab tip. The inner lumen was observed to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The condition of the iab as received indicated a kink in the catheter tubing. It is difficult to determine when or how a kink in the catheter occurs. The evaluation confirmed the reported kink however the reported alarm and inflation difficulties cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.